Manufacturer narrative:
Additional information was received that the post-implant balloon aortic valvuloplasty (bav) was performed due to moderate paravalvular leak (pvl). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, a post implant balloon aortic valvuloplasty (bav) was performed. During the inflation of the bav, the valve moved aortic. A snare was used to move the valve into the ascending aorta. A second valve was used and implanted uneventfully. No additional adverse patient effects were reported.